Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11: device evaluation: the set up joint (suj) was returned for failure analysis evaluation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a test system where it performed as expected without errors. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests with no log errors either. Based on a log review, a number of related errors were found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incarcerated inguinal hernia, the system shut down twice due to a system fault. During the second restart, the small bowel was being moved with a cadiere forceps instrument and a fenestrated bipolar forceps instrument. One instrument suddenly moved from an atraumatic motion to a traumatic motion, tearing the small bowel. The procedure was converted to an open approach to repair the bowel injury and complete the procedure. The patient tolerated the conversion well and is recovering as expected. The surgeon stated that the grip pressure was greater than normal and this possibly caused 2 perforations found on the patient's bowel(s). Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer report event. The fse moved the proximal and distal set up joints (suj) through ranges of motion to try to get the system to fault and reproduce the error; however, the error was not replicated. The fse replaced the proximal suj on arm 4. The system was verified as ready for use. Isi has received the suj for failure analysis evaluation. However, as of the date of this report, the evaluation of the suj has not been completed.